Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, high voltage lead impedance was seen. Technical support suggested there may be fibrosis over the right ventricular coil, recommending to follow-up frequently regarding device characteristics. No action was taken regarding the lead and the patient was enrolled in merlin.net.